Manufacturer narrative:
Additional narrative: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer reverted to manual injections to address blood glucose (bg) level. Customer replaced pump supplies and resumed insulin therapy. Customer's blood glucose was 255 mg/dl.